Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing backlight issues. The customer stated that the backlight was turning off after delivering a bolus. The customer's blood glucose was 47 mg/dl. Troubleshooting was done. Advised to monitor the insulin pump. The customer further stated that he possibly did not eat enough food, which caused his low blood glucose levels. Troubleshooting was done for the customer's low blood glucose. The customer treated himself with food and glucose tablets. The customer stated that he would call back if the issues continued. Nothing further reported.